Event description:
Customer claims the alarm unit has power and it begins to alarm when the pressure is off the pad, then it stops. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows the unit powered on and sounds alarm, but shuts off shortly after pressure is released from the sensor pad. The top of the alarm case has a small crack on it. (B) (4).